Event description:
The customer reported that she was in the hosp for a liver transplant, and was experiencing high blood glucose levels over 600 mg/dl. The customer felt that her blood glucose levels were high due to bent cannulas. The customer did not have another infusion set with her at the time of the call. The customer's daughter was on her way to get more supplies for the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.